Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported physician's visit for an abscess. No release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported that her blood glucose reached 400 mg/dl after wearing the pod longer than 48 hours. She also reported a visit to the physician for an abscess and was prescribed hydrocortisone, the physician referred her to a surgeon who surgically removed the abscess.